Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she performed the insertion incorrectly which resulted in high blood glucose. The current blood glucose reading is 143 mg/dl. The blood glucose reading at the time of the event was 530 mg/dl. Customer was vomiting. Hospital treated with insulin drip. Nothing further reported.